Event description:
It was reported that the 9800 system collimator would not work correctly during a case. The procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board and the collimator were replaced during the service call. The system was tested and found to be working as intended, and put back into service.